Manufacturer narrative:
The root cause for the intraoperative issues were determined to be the sharpness of the suture holes edges. The suture hole edges were not designed for the suture technique that was utilized during this surgery. The holes were designed to tie the sutures on the medial side of the implant under the femoral neck after brining the sutures down through the superior-inferior holes. During this surgery, the surgeon brought the sutures down the superior-inferior hole and then brought the sutures back 180° and pulled against the sharp upper edge of the suture hole to tension the patient's abductor over the implant. The DHR and sterilization record were reviewed for the implant involved in this complaint and there were no manufacturing issues that were identified that would have contributed to this complaint. The implants were inspected and found to be conforming to their specification. However, the design of the implant contributed to the complaint as it should be able to accommodate many different suturing techniques utilized by surgeons during limb salvage surgery.

Event description:
A patient underwent a surgery on (B)(6) 2021 by dr. (B)(6) to remove a bone tumor in the proximal portion of her femur. An eleos proximal femur implant was implanted to replace the bone that was resected. Dr. (B)(6) stated that during surgery, he was initially unable to pull the necessary tension on the suture to fixate soft tissue to the implant due to the sharp edges of the suture holes. He stated that he brought the suture down from superior position through the oblique suture holes towards the inferior direction and then back up superiorly outside the suture hole. When pulling the sutures to tension the abductor muscle, the suture ruptured. The sutures that were being used during the surgery were number 5 ticron. The surgeon then attempted to pass the suture from the inferior direction up through the suture hole superiorly and the suture ruptured. The surgeon finally attempted a different configuration with the soft tissue of the patient. The surgeon used the anterior/posterior suture holes to secure the soft tissue. The surgery was successfully completed but the suture location was not ideal because the oblique muscles of the patient that were remove during surgery. The intraoperative issue led to a delay in surgery of less than 40 minutes. Dr. (B)(6) reported that if a bone fragment can be salvaged from the greater trochanter, then the bone can take pressure off of the suture when fixating soft tissue to the implant. However, the patient did not have any bone fragment left to salvage.